Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage. Visual inspection: the unk - screws: nail distal locking (part #:unk; lot #: unk) was received at us cq. Upon visual inspection, the shaft of the screw were observed to be broken. No other issues were identified with the device. Device failure/defect was identified. Dimensional inspection: dimensional inspection could not be performed as the product code could not be identified due to the post manufacturing damage. Document/specification review: dimensional inspection could not be performed as the product code could not be identified due to the post manufacturing damage. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the screw shaft was observed to be broken. Although no definitive root cause could be determined based on the provided information, it is likely the device experiences unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part/lot combination is unknown, and therefore, DHR could not be completed. If the device/lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: (B)(6). Event year is reported as 2021; however exact date of event is unknown. This report is for an nk - screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient will undergo removal of a broken titanium cannulated proximal femoral nailing system (tfna) near the insertion point of the tfna screw and that the patient had a nonunion. It was originally implanted on (B)(6) 2021. There was patient consequence reported. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1), tfna end cap (part# unknown, lot# unknown, quantity 1), unknown nail distal locking screws (part# unknown, lot# unknown, quantity unknown). This complaint involves (1) device. This report is for (1) unk - screws: nail distal locking. This is report 4 of 4 for complaint (B)(4).